Event description:
It was reported that the procedure was to treat a moderately calcified lesion located in the right coronary artery. After predilatation was performed on the lesion, the 2.25x8 mm xience nano stent delivery system (sds) was advanced; however, did not cross the lesion and during retraction of the sds from the anatomy, the stent implant dislodged from the balloon into the rca. There was no resistance felt during retraction of the sds from the anatomy. No attempts were made to snare the dislodged stent and another stent was advanced and deployed compressing the dislodged stent into the vessel wall in an unintended site. As no device was able to cross for treatment, the lesion was left ballooned only. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.